Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to confirm a large leak. He also found the back of console cover smashed in and the handle pushed all the way through the console cover damaging helium reservoir. The fse replaced all the parts and eliminated the leak. He performed a functional test and a safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, then the unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Initial MDR report (B)(4)/medwatch 2249723-2023-00293 was submitted containing a blank ¿date received by manufacturer¿.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was dropping and experienced a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.